Event description:
Event: pt death. Case details; the following text was received by guidant: "death; spinal ischemia; ischemic dead bowel; colonectomy; renal failure; cardiac failure". No additional info was provided.